Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that at the user facility, the smoke evacuator was not working. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility, the smoke evacuator was not working. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.